Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up experiencing diaphragmatic stimulation during left ventricular pacing. The left ventricular lead was reprogrammed. The patient was still experiencing symptoms at the same time everyday. The lead was reprogrammed again. The patient would continue to be monitored.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-03839. Report type should be serious injury; not malfunction. Should be checked adverse event; not product problem. Should be marked serious injury; not malfunction.